Event description:
The patient reported that his pump displayed "2.0" on the screen. The patient reported that this occurred approximately 3 weeks after replacing the battery. No medical assistance was required. No physiological affects reported. The patient was advised to replace the battery. Patient was away from home and stated he would replace battery upon arriving at home. Attempted to contact patient to verify infusion device is working correctly, but not able to successfully contact patient. No product is being returned as unable to contact patient.

Manufacturer narrative:
Product not returned for eval.